Manufacturer narrative:
(B) (4). Final device analysis revealed no anomaly found - normal device function.

Event description:
It was reported the pt had the pump and catheter removed due to infection. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.